Event description:
A customer reported that a quality control sample read 0.3 ng/ml. When it was reanalyzed a few hours later, it read 1.7 ng/ml (target was 1.5 ng/ml). The laboratory did not report any similar effect on patient samples. The cause of the event is unknown.